Event description:
When the physician fired the first load, the stapler fired smoothly. When he fired the 2nd load, it went 3/4 of the way and stopped. There was a loud cracking noise that sounded like the stapler handle broke. At that point, physician could not engage the handle to continue to fire staples. After manipulating the handle for awhile and providing hemostasis to the staple line, the handle was removed from the patient. A second stapler was opened to finish procedure.manufacturer response for stapler, surgical, endo gia universal:manufacturer provided rga and packing material for product return evaluation.manufacturer response for stapler, reload, surgical, endo gia roticulator: manufacturer provided rga and packing material for product return evaluation.manufacturer response for stapler, reload, surgical, endo gia roticulator: manufacturer provided rga and packing material for product return evaluation.